Manufacturer narrative:
H10. The information received by the manufacturer has been re-evaluated for MDR reporting and it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed. Inappropriate device alarms and alarms that occur in the absence of a pump malfunction will not directly cause or contribute to serious injury or death, even in a clinical setting. Additional conditions must also exist (e.g. Surgical / treatment conditions; patient factors; the unavailability of back-up or alternate therapies for greater than 24 hours) before an injury could possibly occur, and even under those conditions, the risk of patient harm is low. This event is considered not reportable pursuant to 21 cfr part 803.

Event description:
It was reported that today ((B)(6) 2021) patient's renasys go has been showing blockage full and caller stated that the patient does not feel suctioning motion. She stated that tubing is bent and it doesn't drain. She straightened the tubing and still it said blockage full. She confirmed that the device has always been in an upright position. She temporarily stop therapy and power down the device, plug into the electric outlet, and then power the pump back on and restart therapy. She followed this first step and for few minutes after device is on, the display screen showed continuous, but then it switched back to blockage full. She expressed her frustration stating that the device would intermittently display blockage full and then continuous to blockage full. She milk the tubing as well, but it did not resolve. When she performed last step of disconnecting soft port from canister tubing at orange quick click connectors, leaving cap open on the device side while inserting the tethered cap into quick click connector on the soft port side as she was instructed per clinical guideline, the blockage full did not get resolved. Informed her since this did not get resolved, there is a potential issue with the device or canister per clinical guideline. She was referred back to patient's surgeon to notify status and for further medical advice. No additional information is available.